Event description:
A recent kinked tubing was reported to have caused a pt much pain, suffering, and withdrawal. It was noted that this was not the first time an issue occurred with the tubing. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).